Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(6). Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining a result of 200 mg/dl on compact plus system 1 compared back to back with a result of 87 mg/dl on compact plus system 2 when testing was performed within 10 minutes. Reporter also alleged obtaining an estimated result of 399 mg/dl on compact plus system 1 compared back to back with a result of 167 mg/dl on compact plus system 2 when testing was performed within 10 minutes, at a separate time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips are no longer available, so no product will be returned for evaluation.